Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted (B)(6) 2007; 5076-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and noted to be fractured. No additional information is available. No further patient complications have been reported as a result of this event.